Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that this issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site had the system powered on in one application and when they came back to it, the software was back at the application launch screen. The system exited the software unexpectedly. There was no patient present when this issue occurred.